Event description:
After the operator put the arm of the x-ray unit in the storage position, the tubehead fell off and landed on the floor.

Manufacturer narrative:
There was no user or patient injury from this incident.the tubehead fell off the arm, and hit the floor snapping the wires.the unit has been replaced with a new gx770 unit.